Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced no change in their a1c level with a blood glucose level in the 200 mg/dl to 400 mg/dl range and mild ketones. The user addressed bg level with a manual injection and metformin. Reportedly, the pump was not fit for the user, the user stopped using the pump on (B)(6) 2016, and the contact did not want to discuss the issue further.